Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 30497423) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from a coagucheck xs meter. The initial result from the meter was 4.0 inr. The customer immediately tested with a different finger and the result was 2.5 inr. The specific date and time of the results were not known. The customer's therapeutic range was 2.0 - 3.0 inr. The customer's current condition "good".